Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a myomectomy da vinci-assisted myomectomy surgical procedure, the tenaculum forceps was found to have a snapped cable. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found with no broken or damaged cables. The instrument was found to have a broken main tube approximately 1.955" from the distal tip where it meets the proximal clevis. A piece measuring approximately 0.156¿ x 0.272¿ was not returned with the instrument. Components adjacent to this broken main tube show damage. The instrument was found to have a dislodged proximal clevis at the distal end.